Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the 8mm mega suturecut needle driver instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 8mm mega suturecut needle driver instrument was analyzed and found a broken grip at the grip base. A piece approximately 0.20" x 0.12" was found to be broken off the yaw pulley. The broken piece was not returned. Root cause attributed to mishandling and misuse. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, inspection found physical damage on the 8mm mega suturecut needle driver. The instrument's tip, was broken off. There was no report of patient involvement. Follow-up attempts to request additional information were performed. However, no further details have been received as of the date of this report.